Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a screw was blocked. During a revision surgery, the surgeon wanted to remove the cross connector. The middle of the three screws could not be loosened. The tip of the screw driver started to get deformed and the surgeon decided to stop in order to prevent the breaking of the tip. The surgeon had a similar experience some time ago where the tip of the screw driver broke off. The screwdriver is still intact and there is no need for investigation, item will not be sent for investigation. The revision surgery was done because of an infection. This report is for an unknown screwdriver. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.